Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, after which the screen became nonfunctional and unresponsive, and the device was no longer watertight; a replacement ilet was shipped and the original was requested for return. Symptoms included no adverse clinical effects, and blood glucose levels were reportedly unaffected. Outcomes included interruption of pump therapy with a switch to backup therapy as needed and continued cgm use via the dexcom app or receiver. Investigation included a review of the event details and shipping records. Investigation of this device revealed physical damage to the display assembly consistent with accidental impact, rendering the user interface inoperable and compromising enclosure integrity, with no indication of device-generated alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.